Event description:
It was reported that the pt experienced a gusher of cerebrospinal fluid device implant surgery. Numerous pieces of periosteum and temporalis fascia were packed around the shaft of the implant and gelfoam was used on to. After numerous packings the csf leak was controlled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The conclusion of successful implant surgery indicates that the gusher was corrected. The pt¿s device remains implanted. This is the final report.